Event description:
"S/p b subgl infra mcghan gels (? Size) for augmentation. C/o concern regarding possible leakage. B were firm after sx, rx'd once by md with closed capsulotomy within one yr of sx and once or twice by pt's spouse. Thereafter pt c/o occ shooting breast pain and some systemic probs, including arthralgias/arthritis, cmc (+ am stiffness), myalgias, sens to cold (no raynaud's), and easy bruising. Pt is otherwise healthy."